Event description:
On (B)(6) 2009, the patient reported she is receiving an e4 (occlusion) error on her insulin infusion device during bolus delivery. She said the occlusion occurs after 3-4 units of insulin has been delivered. She stated this occurred today while she was trying to deliver her lunch bolus. During troubleshooting, she stated she had inserted a new headset about 1 hour before the incident. She said she inserts her headset manually and at an angle. She was advised to insert it straight in. She stated she has scar tissue. She said she usually changes her headset every 4-5 days, but has used it for 7 days. She was advised to change her headset every 3 days. She changes her tubing and cartridge about every 5 days. The patient was instructed to disconnect from her headset and prime 5 units which she did without error. She removed the headset and stated the cannula was kinked. Courtesy infusion sets, adapters, battery covers, and an infusion set insertion device were sent to the patient. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.